Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for out-of-range atrial intrinsic amplitudes. Atrial undersensing was observed on the presenting electrogram (egm) resulting in inappropriate atrial and ventricular pacing. Atrial sensitivity was initial fixed and was subsequently reprogrammed to automatic gain control (acg), 0.7mv. Additionally, an alert was generated for right ventricular automatic threshold (rvat) detected as suspended due to noise and fusion events with observed functional non-capture. Trends show variable thresholds during successful rvat tests. Pacing output is fixed at 2.4v and will not adapt to variable thresholds. A second alert was reported for rvat detected as suspended which was due to intrinsic beats. Varying threshold measurements were noted with no evidence of loss of capture on available electrograms (egms). The observations were documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for out of range atrial intrinsic amplitudes. Atrial undersensing was observed on the presenting electrogram (egm) resulting in inappropriate atrial and ventricular pacing. Atrial sensitivity was initial fixed and was subsequently reprogrammed to automatic gain control (acg), 0.7mv. Additionally, an alert was generated for right ventricular automatic threshold (rvat) detected as suspended due to noise and fusion events with observed functional non-capture. Trends show variable thresholds during successful rvat tests. Pacing output is fixed at 2.4v and will not adapt to variable thresholds. A second alert was reported for rvat detected as suspended which was due to intrinsic beats. Varying threshold measurements were noted with no evidence of loss of capture on available electrograms (egms). The observations were documented and the system remains in service. No adverse patient effects were reported.